Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose of 406 mg/dl. They treated with a manual injection. The customer reported that they had 4 infusion sets with bent cannulas. They declined troubleshooting for the high blood glucose because of the infusion set issues. The device will not be returned for analysis.